Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. The sheath was returned and went through sterilization with a dilator still inserted. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. Air was continuously seen in the sheath shaft. The device was examined on the microscope to locate the source of the leak path. Dissection of the sheath cap revealed that the flush lumen was torn close to the side port), where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, the valves were inspected using microscopy. No significant damage or deformation was observed on the outer valve. However, it was noted that the inner valve was not sealing properly, which is likely due to the dilator being inserted in the sheath for an extended period of time during storage/shipping. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (afib) a faradrive steerable sheath clear was selected for use. When the sheath was flushed air bubbles were continuously introduced into it. The sheath was replaced and the procedure was completed. No patient complications were reported. The device has been received for analysis.